Manufacturer narrative:
An evaluation of the subject device will be performed upon receipt. Upon completion of the evaluation a follow-up medwatch will be submitted.

Event description:
It was reported that during the procedure, the trocar broke. No injury to the pt or adverse event was reported.